Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received at the vyaire medical facility. The service inspected the component. During bench testing internal inspection reveals burnt component board. This condition of component can cause the power manager not to charge the batteries. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the sprint pack is not charging batteries. At this time, patient involvement associated with the reported event is unknown.